Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the lens got stuck in the injector. Additional information was received and stated that, when the iol was introduced in to the patients eye, it was found that iol locks in to the injector. The surgery was completed with the back up lens. There was no harm reported.

Manufacturer narrative:
Photo was provided showing plunger underride. Photo provided shows company device. The plunger has been advanced outside the device. It appears that the plunger has been advanced under the lens. The lens appears to be misfolded or damaged. We are unable to determine the root cause for the reported complaint "lens got stuck in the injector during injection". Based on the provided photo, plunger has been advanced under the lens. Plunger underride may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds (ophthalmic viscosurgical device) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).